Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been affected. The field service engineer upgraded the server to version 1.8, after the upgrade and required reimaging via customer support center. The field service engineer (fse) had reimaged the station and had collaborated with a customer support center (csc) agent to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, stations had been affected and had required reimaging. The customer stated that this malfunction caused a delay in dispensing medication to patients due to the station being completely unavailable to the customer. However, there were no adverse events or injuries reported based on this event.